Event description:
It was reported that the right ventricular lead was replaced due to high impedance of greater than 3000 ohms, and oversensing. No patient complications have been reported as a result of this event.additional information was received in a lawsuit which alleged that the lead was fractured. The lawsuit also alleged that due to the lead, the patient 'has sustained and will continue to sustain severe physical injuries, and/or death, severe emotional distress, mental anguish, economic losses and other damages.'

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.